Manufacturer narrative:
(B)(4). Test strips not returned for evaluation. Returned meter evaluated with defect found. On the investigation on 10/16/2017 resulted in defect found meter displays partial characters. Based on the result the event was determined to be reportable. Final root cause - meter displays partial characters due to user mechanical stress.

Event description:
Consumer reported complaint of defective lcd. Customer had dropped the meter and noticed that the lcd screen did not display all of the characters; it seemed as if the last digit was a partial digit. No medication was administered based on the results displayed. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/25/2019 and open vial date at time of call is two weeks. Adverse event not reported at time of call on (B)(6) 2017.